Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was tested by the physician by pumping the device, possible fluid loss was noticed. The patient underwent surgery to replace the device. Upon removal, it was observed that the cylinders had several punctures, resulting in fluid loss. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was tested by the physician by pumping the device, possible fluid loss was noticed. The patient underwent surgery to replace the device. Upon removal, it was observed that the cylinders had several punctures, resulting in fluid loss. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) was returned for evaluation. The first cylinder was microscopically examined and leak tested. Microscope examination revealed three holes at the corners of two folds in the distal end, along with wear at folds in the proximal, middle, and distal ends. The leakage test confirmed fluid leakage from these three holes associated with wear in the distal end. The second cylinder was microscopically examined and leak tested. Microscope examination revealed wear at folds in the proximal, middle, and distal ends, as well as a hole at the corner of a fold in the middle of the cylinder. The leakage test confirmed fluid leakage from this hole. The pump was microscopically examined, leak tested and functionally tested. Microscope examination revealed that the kink resistance tubing (krt) was worn to the filament. The pump passed the leakage test and functional testing. This investigation is assigned a most probable conclusion code of cause traced to component failure. Based on analysis results, the holes from wear at folds in the cylinders leading to fluid leakage may have caused or contributed to the reported clinical observations.